Manufacturer narrative:
Corrected data: upon further review, the file is reassessed as ¿not reportable¿. The patient complained of blurry and cloudy vision, and the lens was exchanged for another johnson & johnson iol (ar40e, 18.5 diopter). The patient outcome was good. However, additional information was received indicating that the patient had pre-existing conditions such as diabetes mellitus, hypertension, and hypercholesterolemia which were noted to have affected the calculation. This suggests a calculation issue rather than a product problem, making the event not reportable. There will no longer be any further reporting under MFR report number 3012236936 -2025 -0002524. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received which reported that the date of the incident (date symptoms were first noted) was june 17, 2025. The explant took place on (B)(6) 2025. The patient's pre-operative refraction was +0.75 -0.75 x 097; visual acuity (va) 20/25. The patient post-operative refraction was -0.50; va 20/25 (however, it is unclear if this is with the original lens or the replacement lens). The target refraction was unknown. The patient had pre-existing conditions of diabetes mellitus, hypertension, and hypercholesterolemia, which were noted to have affected calculation. No medical or surgical interventions were required. No further information was provided. The following fields have been updated accordingly: section b3: date of event: june 17, 2025. Section d6b: if explanted, give date: (B)(6) 2025. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 17, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was coated in viscoelastic residue and cut in half. The lens was cleaned and inspected, and no issues were identified. No further evaluation was performed no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issue during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. The best estimate date is between june 10, 2025 and sep 8, 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the information; however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) required a lens exchange due to the patient's complaints of blurry and cloudy vision. It was exchanged for another johnson & johnson iol (ar40e, 18.5 diopter). It is unknown if any additional medical or surgical intervention was required. There was no patient harm, and the outcome was good. No additional information was provided.